Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a break in y-junction. Therefore, the pt experienced blood leakage. The catheter was implanted in 2012. The catheter was replaced on (B)(6) 2014. No pt injury.

Manufacturer narrative:
Submit date: 08/18/2014. An investigation is currently underway. Upon completion, the results will be forwarded.